Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that if an infusion is running less than 20ml/hr and it reaches the volume to be infused (vtbi), the infusion rate converts to the a higher kvo rate of 20 ml/hr. The events occurred during the infusion of hypertonic saline, fentanyl, and others fluids. There were patient involvements and it was noted that unspecified clinician interventions were needed due to the event.

Manufacturer narrative:
Manufacturer narrative: the root cause for the reported issue of an serious injury-default kvo rate issue was not determined the reported issue that there was an serious injury-default kvo rate issue could not be confirmed no further investigation of this event is possible at this time.

Event description:
It was reported that if an infusion is running less than 20ml/hr and it reaches the volume to be infused (vtbi), the infusion rate converts to the a higher kvo rate of 20 ml/hr. The events occurred during the infusion of hypertonic saline, fentanyl, and others fluids. There were patient involvements and it was noted that unspecified clinician interventions were needed due to the event.